Event description:
It was reported that novum iq large volume pump (lvp) failed to infuse as expected. During delivery while the patient was connected for therapy, it was observed that ¿the bolus was not infusing¿. The expected and actual infusion time, volume and flow rate were intravenous fluid (unspecified), 500ml/hour;1000ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous g3: date received by MFR: update to 02/25/2025. Additional information: e1, e3, g2 (add source), h6 (update codes), h11. H11: a review of the event history log identified an infusion with a rate of 500 ml/hr and volume to be infused (vtbi) 1000 ml. The pump ran for over an 1 hour and stopped by user. Pump then ran for a few more seconds, vtbi was changed to 950ml, and infusion started. Then a slide clamp was inserted which stopped the infusion. The infusion lasted for approximately 2 minutes and then the pump was shut down. An upstream occlusion alarm was observed during this event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.